Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown problem occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of an unknown problem through a loss of connection on transmitter (B)(4). A root cause could not be determined via data. The reported issue of an unknown problem is reportable based on the finding of permanent connection loss.